Manufacturer narrative:
Product complaint (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The product was returned for evaluation. Visual inspection evaluation was conducted on the returned device. Visual analysis of the returned sample determined that one detached needle of product code vcp752 was received for evaluation. The product code is single-armed and on the detached needle, the swage and attachment area were noted to be as expected, marks by the surgical instrument were noted and no suture remnant could be observed into the barrel hole. The suture was not received for evaluation to determine the assignable cause. No conclusion could be reached as to what caused the reported complaint. Additional information was requested, and the following was obtained: the event description indicates 1 suture pulled off during the procedure. The actual device was returned for evaluation, as well as an incomplete device that just consisted of a needle and no suture. Please provide clarification: how many devices had suture needle pull off during use on the patient? Why were 2 devices returned? After confirmed with the sales rep, the 2 devices are all from the one packet of complaint vcp752d device, as it's a control release case which should have 8 sutures/needles in one packet. And both of them are reported with pull off suture needle issue. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength = 275 ¿g/m. Events reported via 2210968-2021-03631.

Event description:
It was reported that a patient underwent a cesarean section surgery on (B)(6) 2021 and suture was used. During the procedure, the pulling off of the suture needle occurred during sewing subcutaneous fat. Another like device was used to complete the procedure. No adverse patient consequences reported.